Manufacturer narrative:
Root cause: use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a high blood glucose (bg). Bg value was not specified. Reportedly, bg was caused by pump shutting down due to customer not charging the pump. Customer delivered a correction bolus to address the issue.